Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal saline via an implanted pump for non-malignant pain. It was reported that the pump had been beeping. The patient stated that there was a kink recently in one of the tubes and it had only been running saline. The rep was unsure if pump was due to be refilled. Agent reviewed option to contact managing hcp or local mdt rep to interrogate the pump and determine the reason for the alarm. The issue was not resolved through troubleshooting. Additional information was received from a company representative (rep) on 2024-04-07 and it was reported that the patient called him at the cardiac device clinic regarding his beeping pump. To clarify, it was not his cardiac device beeping it was the pump, so the patient inadvertently called the wrong clinic. It was noted since the patient called the cardiac device clinic and not the pain pump clinic there was no access to a tool to interrogate the device in the cardiology setting. The pain pump rep was going to follow up with the pump clinic.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.